Manufacturer narrative:
(B) (4) - patient outcome was not provided by reporter. (B) (4) - graft occlusion is listed in the IFU. The product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides warnings and precautions including: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description. Images of the patient's anatomy were not returned to assist with this investigation. A definitive root cause can not be determined or reported at this time. However, the patient's anatomy, may have been a contributing factor to the kink. We will continue to monitor for similar complaints.

Event description:
An (B) (6) female, patient, underwent aaa repair on (B) (6) 2010. The patient's anatomical form was not suitable for aaa repair as the proximal neck was 15mm or shorter in length and the angulation was 97 degrees. Additionally, the left common iliac artery was inflected. A proximal type I endoleak was recognized by the radiographic visualization after the patient received a zenith main body (1820334-2010-00273). A main body extension was additionally used, but the leak was still there. Finally, no leak was observed after another manufacturer's stent was placed. The patient also received two zenith iliac legs. A kink was confirmed on the contralateral (left) side (1820334-2010-00274). Therefore, another manufacturer's 14mmx4cm was used as preventive care. Type ii endoleak from iliolumbar artery was noted, but the case was closed based on the judgment of the physician. The patient condition was not provided by reporter.